Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced infusion set tape fell down event on (B)(6) 2026. Patient reported that the site was sweaty. The insertion site was lower back. No further information available.